Event description:
.

Manufacturer narrative:
This is the medical device facility response to the (B)(4). The air in the syringe defect has been eliminated reference corrected action detailed in the amu response to the FDA 483, noted in october 2008. The batch record was reviewed as well and there were no mfg exceptions noted.